Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and reloaded software and configuration files. System operates as intended.

Event description:
The customer reported the system will not save images. No patient injury was reported.